Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. A review of the electrograms for the shock episodes found significant rail-to-rail noise. There were stored untreated episodes due to the same railing noise. The was a shock while the sensing vector was programmed to the secondary vector. After reprogramming, there was another shock with the sensing vector set to the primary sensing vector. An x-ray was done and was not conclusive. The doctor elected to program the system off and the patient now has a life vest. The system is scheduled for replacement with a transvenous system. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing of noise. A review of the electrograms for the shock episodes found significant rail-to-rail noise. There were stored untreated episodes due to the same railing noise. The was a shock while the sensing vector was programmed to the secondary vector. After reprogramming, there was another shock with the sensing vector set to the primary sensing vector. An x-ray was done and was not conclusive. The doctor elected to program the system off and the patient now has a life vest. The system is scheduled for replacement with a transvenous system. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing of noise. A review of the electrograms for the shock episodes found significant rail-to-rail noise. There were stored untreated episodes due to the same railing noise. The was a shock while the sensing vector was programmed to the secondary vector. After reprogramming, there was another shock with the sensing vector set to the primary sensing vector. An x-ray was done and was not conclusive. The doctor elected to program the system off and the patient now has a life vest. The system is scheduled for replacement with a transvenous system. There were no additional adverse patient effects. The system remains implanted.